Event description:
It was reported that the patient visited the hospital with frequent anti-tachycardia pacing (atp) and inappropriate shocks. During follow-up, the impedance measurement of the right ventricular (rv) lead was greater than 3000 ohms and the sensing value decreased significantly. An x-ray was performed and the physician requested to confirm if the lead's electrode end had come off. Technical services (ts) reviewed the device data and discussed that based on the clinical observations of pacing impedance greater than 3000 ohms, noise on stored events and loss of capture on electrograms (egms), revision of the rv lead was recommended. The lead remains in service at this time. No additional adverse patient effects were reported.